Event description:
2003 - had permanent cosmetic applied to their eyebrows. 2004 - went back for a touch up (larger) of eyebrows. 2004 - started getting small bumps on brows. 2004 - to pres; still have problems with eyebrows, now raised eyebrows, with bump on right brow towards the nose, brows dry out and itchy at all times with flaking. Signed up for a dermatologist study prg 2004 for tattooing. Visit was made to the dr and was given medication which did not help the problem. Contact was made with the organization that did the tattooing. Made suggestions on creams to use.